Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip of the inner tube is deformed and cracked. Root cause: this event could possibly be attributed to excessive forces applied during use or off axis forces causing the tube to bend and crack. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a vital reducer tower splayed under stress. There was no patient harm or procedural delay. Upon manufacturer investigation, it was discovered that the vital reducer tower was also fractured.